Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending coronary artery. A 2.5x23 mm xience alpine stent delivery system (sds) was advanced to the target lesion. Negative pressure was applied to the sds when the shaft separated. Another same size xience alpine was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported detachment of a device component (side arm) was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.